Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the surgeon side console (ssc)2 master tool manipulator left (mtm)l had repeated error 23008 at startup. The fse replaced the left mtm. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported failure of ¿error 23008 along axis 4¿ during sine cycle. The following parts were replaced as a fix: a4 motor cable and axis motor. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure being converted or aborted. The site was able to shut off the console and move the surgeon to the second console to complete the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a benign hysterectomy da vinci-assisted surgical procedure, there were multiple recoverable faults on the master controller. An intuitive surgical, inc. (Isi) clinical sales representative (csr) was present on site and stated that he was recovering the faults but they kept returning. An isi technical service engineer (tse) viewed system logs and confirmed multiple 23008 and 23025 faults for master tool manipulator (mtm)l2 axis 4 and axis 3 pot to encoder. Tse asked the csr if the procedure required two surgeon side consoles (ssc) or just one. Csr stated that they are only using one console. Tse suggested to power down the system, disconnect ssc 843299, and use the system as a single console instead of a dual. Csr powered down the system, disconnected the blue fiber from the suspect console and was able to power the system back on successfully. The procedure was completed using the second console with no reported injury. Isi followed up with the initial reporter on (B)(6) 2021 and obtained the following additional information: the left master controller kept making recoverable faults during a benign hysterectomy surgical procedure. They were able to shut off the console and move the surgeon to console 2 as they had a dual console. The system had been checked upon powering up the system. The system initially powered on with no errors. The surgeon was successfully able to see through the hrsv and go into following mode. No patient information was provided.